Manufacturer narrative:
The device is returning for analysis. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, the patient presented for a percutaneous coronary intervention on the mid left anterior descending (lad) coronary artery. A non-abbott guide wire passed with some difficulty due to the tight stenosis. Non-abbott catheters were unable to cross the lesion. An unspecified balloon catheter had also failed to cross. It was then decided to perform laser atherectomy. Atherectomy was performed. The non-abbott catheter was reinserted and crossed. Rotablation was performed and a contained perforation was noted following. Balloon angioplasty was performed and a 2.8x26mm graftmaster stent delivery system had failed to cross the severely calcified lesion to treat the perforation. In replacement, two xience stents were used without issues reported, sealing the entire perforation. Angiography showed 0% residual stenosis and a sealed perforation. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.